Event description:
It was reported that a 100 ml drug bag leaked from the seam closest to the port. The reporter stated that the leak was from the seam to the right side of the port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed that the bag was cut. Clear passage testing was performed with no issues noted. Leak testing revealed a leak from the cut bag. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.